Manufacturer narrative:
(B)(4). The lot was manufactured between june 6, 2014 and june 11, 2014. Evaluation summary: the actual device was evaluation. Visual inspection revealed a solid white particle approximately 0.35 mm in size floating in the fluid of the reservoir. Spectrophotometer scanning determined that the particles were an acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the reservoir. This was observed during filling. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 3